Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer has received repeated button alarms. Reportedly, there is nothing pressing up against the button to have triggered the alarms. Customer's blood glucose level was not impacted. It was indicated that the customer has back up manual injections for continued insulin therapy.